Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of loss of capture. The patient experienced dizziness as a result. No additional adverse patient effects were reported.